Event description:
We have had three reports of dash 4000 monitor screens spontaneously going blank while in use on patients. We have also had 2 episodes of these same model monitors spontaneously shutting off while in use.